Manufacturer narrative:
Information contained in this record was previously submitted through 410 psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified red particles in the shell, creases fold, wear abrasion and deformation. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was inflammation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "inflammation response." The device has been explanted.